Event description:
An analysis was performed on the returned handheld, and the reported allegation was not identified. No anomalies associated with the main battery were identified during the analysis. During the analysis, it was identified that the serial cable was providing power to the handheld intermittently. The cause for the anomaly is associated with an open electrical connection in the power cable portion. As a result of the open wire connection, the handheld would receive power from the ac adapter intermittently. No other anomalies were identified.

Event description:
The handheld device was received by the manufacturer for analysis. However, analysis has not been completed to date. The power supply cable was not returned and is no longer available to return.

Event description:
It was reported that the physician¿s handheld would not hold a charge. A replacement tablet was provided to the site. Although product return is expected, the suspect handheld has not been received by the manufacturer to date for analysis.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.